Event description:
It was reported that (1) device was used during a rectum procedure. It was reported by the affiliate that the ax55b instrument would not staple. The surgeon used sutures to complete the case. No further consequence to the pt.